Event description:
A caller reported a minimum fill notification regarding their insulin pump. The customer's blood glucose level at the time of the event was 6.7 mmol/l, indicating no adverse impact as the level was within the normal range. The caller was instructed by customer support to reload the original cartridge, which resolved the issue, allowing them to successfully resume insulin delivery.